Event description:
It was reported that during use there was a chemo leak with the bd phaseal¿ protector p14j, the needle didn't pierce the center of the rubber stopper. The following information was provided by the initial reporter, translated from japanese to english: connected a vial of keytruda(chemo) with assembly fixture however leakage occurred. The hcp commented that it seems the needle of p14 didn't pierce the center of the rubber stopper.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved, but were not confirmed. The information for each lot number is as follows: d.4. Medical device lot #: 1810122. D.4. Medical device expiration date: 9/30/2023. H.4. Device manufacture date: 10/18/2018. D.4. Medical device lot #: 1806109. D.4. Medical device expiration date: 5/31/2023. H.4. Device manufacture date: 7/12/2018. H.6. Investigation summary: one sample was returned to our quality team for investigation. The product was evaluated and a leakage between the vial and protector was observed. While the protector was properly fitted to the vial, it was noted that the needle on the protector penetrated the vial at an incline. This resulted in damage to both the protector and the stopper on the vial. A device history review was performed for suspected lots 1810122 and 1806109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical . The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team. Conclusion: sample does not work properly. Pictures show that the needle penetrated the vial inclined. The rubber stopper is damaged as well. Based on the damaged on the needle housing it seems that the protector was not properly attached to the vial: it was attached inclined not vertically. The bad connection may cause leakage and the detachment of particles from the cap of the vial.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use there was a chemo leak with the bd phaseal¿ protector p14j, the needle didn't pierce the center of the rubber stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: connected a vial of keytruda(chemo) with assembly fixture however leakage occurred. The hcp commented that it seems the needle of p14 didn't pierce the center of the rubber stopper.